Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer stacked insulin boluses. The customer's blood glucose (bg) subsequently decreased to 40 mg/dl. Reportedly the customer lost consciousness and was transported to the emergency room by an ambulance. Customer was treated with intravenous fluids of saline and a glucagon injection. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer technical support confirmed the pump is functioning as intended. The customer continued to use pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.